Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 2.25 x 28 mm xience prime stent and a 3.0 x 23 mm xience prime stent in the distal circumflex (cx) artery. On (B)(6) 2015, the patient reported having chest pain, lasting for more than 1 year and was re-hospitalized on (B)(6) 2015. Medication was administered and the chest pain resolved on (B)(6) 2015. The patient began to experience chest pain and was re-hospitalized on (B)(6) 2015. Medication was administered and the chest pain resolved on (B)(6) 2015. No additional information was requested.